Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited loss of capture. The ra lead was explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.